Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the nozzle had a foreign matter come out of the nozzle. Additional evaluation findings were as follows: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, the image guide protector has a scratch, and the connecting tube has a dent. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿the instruction manual gif-xz1200 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-xz1200 reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope that the flexible tube collapsed in the insertion part. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign matter came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.